Event description:
It was reported via a repair work order that the headend life was elevated and could not be lowered due to a damaged cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.